Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a return of symptoms. There was a volume discrepancy problem that was discovered at the pt's 1st refill session since implant. The actual residual volume was 36ml and the expected residual volume was 6.4ml. The pump logs did not indicate any problems. The medication being delivered via the device was lioresal. It was stated that the pt was doing remarkably well and only had some stiffness.